Event description:
A physician reported that before surgery, solution did not come from syringe ,ophthalmic cannula was used. The procedure was completed on the same day. The patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and was found to be non-conforming as white foreign material in the hub was covering the inner diameter. The cannula was sent to particle lab for analysis. The sample was visually and microscopically examined and the white material was isolated and analyzed using micro ft-ir methods. The white foreign material was found to best match viscoat. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. How and when the viscoat got in the inner diameter of the cannula cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. Most likely root cause is viscoat got into the cannula during surgery and dried. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Ds to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).